Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display of the insulin pump had a damage. The blood glucose level of the customer was 125 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the scratches covered half of the screen and scratches get in the way sometimes. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.this statement should be included with any information or report disclosed to the public under the freedom of information act.